Event description:
The patient contacted lifescan alleging high readings on the meter. The patient received a "hi" result on the meter. She felt shaky and experienced dry mouth prior to testing. The patient took insulin after using the meter. The patient retested and received another "hi" result. The patient sought medical attention and was treated with insulin by a medical professional. There is no information on what the reading was on the physician's meter. The technique of applying blood on the test strip was correct. The patient had been cleaning the puncture area incorrectly. The customer service rep determined the test strips were damaged. The strips were not expired. The test strips (subject test strips) failed using control solution. The patient opened a new vial of test strips and the test strips fell within range. Meter read high and the patient treated himself with insulin ans was also treated with insulin by medical professional. Although the patient was treated with insulin, the complaint was not classified as an adverse event, snice there is no information on what the patient's blood glucose reading was on the physician's meter. This case is being classified as a malfunction, due to the test strips being damaged.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them.